Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4) and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) due to bleeding from the left ventricular assist device (lvad) wound vacuum. The patient held pressure but was unable to stop the bleed. They complained of mild lightheadedness but denied fever, chills, shortness of breath, cough, chest pain, palpitations, nausea, headache, or altered level of consciousness. The patient was treated with injection of lidocaine with epinephrine into the area of the bleed and cautery sticks were applied. Tranexamic acid was also applied topically and surgifoam was placed. The bleeding ultimately stopped after pressure was applied for 20 minutes. The patient was on coumadin (warfarin) at the time of the event.